Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. In addition, customer had been experiencing difficulty charging the pump with the usb cable, and wall adapter. Customer's blood glucose level was 191 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The charging issue could not be investigated as the wall charger and usb cable were not returned for investigation.